Manufacturer narrative:
The meter/control solution associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter would "turn off and on by itself". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned on 2/24/2015 and further evaluated by lifescan product analysis on 4/7/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective (B)(6). The control solution involved with this complaint was also returned; however, had no testing performed, as the complaint is related to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.